Manufacturer narrative:
Correction: the suspect medical device was inadvertently reported for this complaint under manufacturing report number 2183613-2013-00376 and submitted 10april2013, and as a result this report is being redacted. The information was submitted under manufacturing report number 2183613-2013-00300 on 10april2013 and a supplemental report was sent 10june2013.

Event description:
It was reported that the external pulse generator (epg) was not capturing. Testing was done and the biomedical engineer was not able to reproduce the issue. There was no refractory result shown while testing. The epg will be returned for additional testing and calibration. There was no patient involvement.

Event description:
It was reported that the external pulse generator (epg) was not capturing. Testing was done and the biomedical engineer was not able to reproduce the issue. There was no refractory result shown while testing. The epg will be returned for additional testing and calibration. There was no patient involvement.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.